Event description:
As reported: "during a cerebral aneurysm embolization procedure, the device failed to detach upon being positioned in the aneurysm. The device was removed without incident and replaced with another, and the procedure was successfully completed.". Patient is great.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is in transit to be returned to the manufacturer for evaluation but has not yet been received by the manufacturer. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned web system found kinked and broken wires on the web implant; however, this would not have contributed to the reported detachment issue. The unit passed continuity and resistance testing; furthermore, the implant was successfully detached using an in-house wdc-2 controller during functional testing. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported detachment issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding its yield and tensile strengths. The wdc-2 controller used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
No additional information received regarding the event.